Event description:
It was reported by the customer "I used a PICC today and unfortunately had one drop of leakage. I inserted the PICC line successfully though." No other information was provided. Additional information received 5/30/2023: it was reported the event did not involve any life-threatening medical situation. The PICC line was leaking from the yellow stopper and no medication was infusing. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "I used a PICC today and unfortunately had one drop of leakage. I inserted the PICC line successfully though." No other information was provided. Additional information received 5/30/2023: it was reported the event did not involve any life-threatening medical situation. The PICC line was leaking from the yellow stopper and no medication was infusing. There was no patient harm.